Manufacturer narrative:
The ion selective electrode (ise) system is routinely calibrated every 8 hours followed by a qc run. Prior to this event, the ise qc results were within the lab's established ranges. A field service engineer (fse) was dispatched: the fse replaced the na measuring and reference electrodes, cleaned the flow cell and the co2 port. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low sodium (na) results generated by the unicel dxc 800 pro synchron clinical systems. The initial results were reported out of the lab and a nurse notified the lab that na results were running low. The samples were repeated on a different instrument and higher results were obtained. Amended reports were issued. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.